Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine, unknown morphine, and unknown drug via an implanted pump for non-malignant pain. It was reported that the patient was having a couple issues with her equipment. The handset continually gets an error and has to restart at least 75% of the time. The patient was having issues with 156 code and resets were not working. During the call the patient states seeing 353 twice. The patient also saw a red box normally with a code but did not know exactly what it stated and would monitor and call back with that code. The patient had not done a good job of writing down the error codes. The patient also mentioned the communicator was not holding a charge and when she went to plug it in, it was really loose, and they had to play with it to get it to connect. The patient could not charge the communicator, and the cord did not stay in to charge. The patient mentioned she had a brain injury, so they stutter. The agent walked the patient through restarting the application and clearing the patient data as it sits at 90% for some time and wondered why it did that. It did not seem as if she was a getting bolus, but her healthcare provider (hcp) would check the pump next time. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. Additional information was received from a consumer on 2025-04-02 and it was reported the patient called about this previously and every time after the bolus was given would see a 156 code. It was noted the whole phone shuts down and keeps having this issue. This all began with the handset 1.5 months ago. Agent sent request to repair. Agent sent request to the mdt reps for field assistance. It was also reported the patient she really wished she did not put this pump in her body. The patient mentioned multiple times she was having pain and very upset because her equipment had not been delivered and she was in a lot of pain because the equipment was not working.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software, product ID: tm90t0, serial#: (B)(6), product type: accessory, product ID: th90t01, lot#: rf8t6028y3h, product type: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, product ID: tm90t0, serial/lot#: (B)(6), ubd: 18-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.